Event description:
It was reported that the pump touchscreen was cracked and unresponsive. There was no adverse impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.